Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the catheter was implanted, the patient was said to have a regular dialysis treatment for three times a week. However almost a month later, the patient had accidentally fell and caused the catheter to come out. It was found out later in the hospital that the device was broken at the "kraft" (cuffs which are the felt tissue on the tunnel type catheter, also known as the polyester sleeve, which is the most important point to distinguish the non-tunnel type catheter) near the extension tube and got disconnected at one end. It was mentioned that the tube was not disconnected during dialysis so there was no machine alarm nor machine parameters involved. The patient had to be checked and transferred. The catheter was not repaired, there was no leak, no cleaning agent was used on the device, tego was not utilized, there was no luer adapter issue and it was said that the insertion site was not treated prior to product placement. It was stated that prior to the incident, the patient had no issues with the device and no medical intervention was required as a result of the event. The device was reported to have been removed but was discarded and lost. Replacement with a new catheter was performed to resolve the issue. There was no reported patient injury.

Manufacturer narrative:
H6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the device exiting the patient. It was reported that the catheter shaft disconnects from the hub/bifurcate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.